Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_recharger_acc, product type: recharger. (B)(4).

Event description:
The device manufacturer's representative (rep) stated the patient had a pocket revision on (B)(6) 2015 because of difficulty recharging. Additional information received stated the patient had been taken care of and using her stimulator now and was happy. If additional information is received, a supplemental report will be submitted.